Manufacturer narrative:
Patient details or IV set information were not provided. Multiple requests for additional patient/event details, the return of the IV set(s) were made and are pending response and/or return. If additional information is received a follow-up report will be submitted.

Event description:
Infutronix received a report that the customer was experiencing multiple failures with the tubing when running propofol through the pump. There were no additional details provided and no patient injury or harm was reported.